Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per a visual inspection. The insulin pump was received with a missing end cap sticker, minor scratches on the liquid crystal display window, cracked case at the display window corners, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture when the customer jumped into a lake by accident. The customer's blood glucose was 176 mg/dl. The caller stated that they tried to dry the device out but were unsure whether the insulin pump would work again. The caller observed fluid under the liquid crystal display. She stated that the insulin pump had not been dropped. The caller did not observe any cracks or other issues with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.